Event description:
Surgeon was performing a lap chole procedure and utilizing a 5.5mm cannula that was positioned on the right side of body. The surgeon apparently twisted the cannula and when doing so, it burnt the pt's skin. Area of burn about 5mm x 2mm. Exact cause of conductivity unk at this time. This event type is occurring below the frequency and severity that are usual for this device.